Event description:
Approximately 3 months post op, it was reported that the pt had drainage and an infection was suspected. Part of the construct was removed. Pt was confirmed to have minor infection, was treated, and is doing fine.